Event description:
It was reported that at implant the helix on the lead would not fully extend. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant.

Event description:
It was reported that at implant the helix on the lead would not fully extend. The lead was not implanted and another lead was used. It was further reported that the lead had high impedance. No patient complications have been reported as a result of this event.